Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Retained batteries were inserted and the indicator lights did not flash. The meter did not power on with button depression, cal bar or strip insertion. An attempt to download the meter was unsuccessful. The meter did not communicate with the computer or the usb cable. The meter was de-cased and an internal inspection was performed. No issues were observed. Extended investigation has also been performed. The returned battery was measured to be out of specification. Replaced the returned batteries with a new unused battery, but meter once again failed to power on. The on current was measured to be out of specification. Replaced the returned mcu chip (microcontroller unit) with an unused mcu chip and installed an unused battery. The meter powered on normally and the on current consumption was measured to be within the on current specification. Therefore, the failed mcu chip (u1) was determined to be the cause of the power issue thereby preventing the meter from powering on. Since the mcu acts as a communication link between different components on the meter, any damage to it could prevent the meter from powering on. The cause of the reported power related issue was due to a defective mcu. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.